Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number: currently, unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a laparoscopic hepatectomy on (B)(6) 2024 and suture clips were used. The xc200 clip was very difficult to load. Even when the clip was loaded, the thread could not be attached the clip, and the xc200 clip could not be loaded even after a new clip was used. In this case, hemostasis was performed with sutures instead of using the device. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.